Event description:
Physician reported difficulty retracting needles of the handpiece during a tuna procedure., physician was unable to remove disposable cartridge from the reusable handle. The physician removed the device from the pt with the needles deployed out approximately 6mm, causing tearing of the urethra. Pt experienced significant bleeding for 2 days, but urine turned clear on day 4.